Manufacturer narrative:
Product ID {d-evprop2329us}; product lot/serial number (B)(6)}; product type: {delivery catheter system (dcs)}; product ID {l-evprop2329us}; product lot/serial number (B)(6) product type: {compression loading system (cls)}; this regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) related to CAPA pr 564122. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information which indicated that on the day of the valve implant, following the procedure, a myocardial infarction also occurred. No additional adverse patient effects were reported. Additional information indicated that approximately 3.5 hours following the valve implant procedure, bleeding from the secondary access site. Pressure was held on the left femoral access site for approximately 1.5 hours. Blood test showed that hemoglobin (hb) was 7.7 grams per deciliter (g/dl). Doppler of the left groin showed a dual pocket pseudoaneurysm. A hematoma formed at the left femoral access site. Protamine was administered and the bleeding and pseudoaneurysm resolved. Hematocrit and hb dropped greater than 3 g/dl since baseline. One unit of packed red blood cells (prbcs) was administered. A second blood test measured hb at 9.1 g/dl. The next day hb was 8.8 g/dl and the post-operative anemia resolved. The patient was stable at discharge and no further transfusions were required. Per the physician, the blood loss, hematoma, anemia, and pseudoaneurysm were not related to the valve or delivery catheter system (dcs) but were related to the valve implant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve bradycardia presented with heart rates in the 30-40 beats per minute range. The patient was unresponsive to verbal stimulus and sternal rub without a palpable pulse. After one round of cardiopulmonary resuscitation (CPR), consciousness was regained. The patient was intubated and intravenous medication was administered. The electrocardiogram (ECG) identified atrial fibrillation with st segment elevation. A myocardial infarction was reported. An echocardiogram showed a hyperdynamic ejection fraction and decreased right ventricular systolic function. A cardiac catheterization was performed which revealed an embolic lesion, thrombosis, in the distal portion of the posterolateral coronary artery branch. Anticoagulation therapy was initiated, and further treatment/intervention was not needed at this time for the embolic lesion. No adverse patient effects were reported.